Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient presented with severe peripheral arterial disease with no conditions for transfemoral access. Axillary and subclavian access were analyzed which was adequate but the arteries had atherosclerotic disease. The axillary artery puncture was performed in an attempt to insert the non-medtronic introducer sheath and delivery catheter system (dcs). An axillary artery laceration was observed. An attempt to recanalize and implant a covered stent was performed but hemorrhagic shock was observed, the patient went into cardiac arrest and died. The patient did not respond to cardiopulmonary resuscitation (CPR). Per the physician, the cause of the events could not be determined.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, attempts were made to access the patient's artery with two different delivery catheter system (dcs) but were unsuccessful.

Manufacturer narrative:
Updated data: a1 - patient initials b5 - event description continuation of d10: product ID envpro-16; product lot/serial number (B)(6); product type: 0195-heart valves h6 -device code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - method and conclusion codes h10 - conclusion: a medical safety assessment was conducted for this event. Upon review of the information provided, the primary event of access site (axillary) laceration leading to life-threatening bleeding and hemorrhagic shock after a failed attempt to recanalize the artery and place a covered stent, resulting in unsuccessful cardiopulmonary resuscitation (CPR) effort and death, is assessed as unknown related to the enveo pro delivery catheter system (dcs). The axillary artery puncture was performed in an attempt to insert the non-medtronic introducer sheath and dcs. It is unclear if it was the sheath or dcs that could have caused the laceration. Of note, attempts were made to access the patient's artery with two different dcs but were unsuccessful. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the evolut pro valve. The reported harms and severities are documented in the risk files and instructions for use (IFU). No further safety assessment is required at this time. Difficulties inserting or advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the patient presented with severe peripheral arterial disease with no conditions for transfemoral access. This indicates that the probable cause of the advancement difficulties was patient anatomy, but this cannot be confirmed with the limited information available. An axillary artery laceration was observed. Vascular access related complications are a known potential adverse patient effect per the evolut IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. An attempt to recanalize and implant a covered stent was performed but hemorrhagic shock was observed, the patient went into cardiac arrest and died. Cardiovascular injuries, such as cardiac arrest, are known potential adverse patient effects per the evolut system IFU and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. In this case, an axillary artery laceration was observed, and an attempt to recanalize and implant a covered stent was performed but hemorrhagic shock was observed, the patient went into cardiac arrest and died. It is unknown if the dcs caused the injury leading to the cardiac arrest. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.